Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the er420 device was returned with the jaws partially closed and with a clip jammed in the jaws; the clip was removed and then the jaws were able to return to its open position; in addition, the jaws were inspected and they were found to be in good condition. In an attempt to replicate the reported incident, the device was functionally evaluated. During the analysis, the device was cycled and the remaining clips were ejected; finally the instrument locked out as intended. No conclusion could be reached as to what may have the clip jamming.

Event description:
It was reported that during an unknown laparoscopic procedure, jamming occurred inside the patient. Then, the device was removed from the patient. Another device was used to complete the case. There were no adverse consequences to the patient.